Event description:
Following a performance inspection and other repairs, physio-control found that the device intermittently locked up. The device failed the user test and displayed the "service" message on the screen when it froze. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.